Manufacturer narrative:
Product event summary: analysis found that the attachment ring was bent and the battery removal time was too short indicating a defective capacitor. It was also noted that the battery contacts were contaminated. As a result a new main board was placed and calibrated, the device was cleaned, a new battery and seals were installed and a new ring was placed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. There was no patient involvement.